Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but is not available.

Event description:
During a follow-up in clinic, there were several episodes of right ventricular (rv) oversensing due noise on the rv lead. No intervention was performed and the patient was stable with no consequences, and will continue to be monitored.